Event description:
Customer alleged discrepant blood glucose results of 144 mg/dl on the advantage system compared to 81 mg/dl when testing was performed on a professional meter within 2 minutes. Customer reported no treatment/action based on these results. A request was made for the return of the suspect device and replacement product was sent.